Manufacturer narrative:
Additional narrative: patient weight not available for reporting. Date of non-union is not known. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Please note, this DHR review is for the sterilization procedure only as the part was manufactured in USA. Article / lot numbers for sterilized product: 04.034.758s/ 7463763; manufacturing location: (B)(4); supplier: (B)(4); manufacturing date: 16 september 2013; expiration date: 01 october 2022. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.034.758 / lot#7463763 was manufactured in synthes us. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent revision surgery due to a hypertrophic nonunion of the distal third tibia with mal-alignment. Patient had the initial tibia nail (side unknown) surgery on (B)(6) 2016 for a bone fracture. It is unknown what was initially implanted as the surgery was performed at a different facility. It is unknown if there were any reported issues during initial surgery. It was confirmed via x-rays on unknown date that patient had a hypertrophic nonunion of the distal third tibia with mal-alignment. It is unknown if the nonunion was discovered during a routine checkup and if patient reported any adverse events. Patient was revised on (B)(6) 2017. Surgeon explanted one (1) 13mm titanium (ti) cannulated tibial nail-expert and four (4) 5.0mm t25 locking screws. The hardware was easily removed and intact. Patient was revised to a new nail and four (4) 5.0mm t25 locking screws. Surgery was successfully completed without surgical delay. No medical intervention required. Patient status/outcome was reported as stable. This report is for one (1) tibial nail. This is report 1 of 2 for (B)(4).